Manufacturer narrative:
The device history record of the p/n 6850 with lot number 0004181995 and UDI code (B)(4). Was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. The complete lot was manufactured on 13apr2021 per our internal procedures and no issues were found. According to investigation, we could not confirmed the reported defect. In the product label indicates must consult instructions for use, prior to use in the patient.

Event description:
It was reported to vyaire medical that during an operation, the customer had circular dermatitis at the contact area of the 6850 vital signs® adult face mask with adjustable air cushion size 5, as an intervention, the patient will have a dermatitis check up.

Manufacturer narrative:
The sample has been discarded, however the device history record review was requested to determined the root cause of the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.